Manufacturer narrative:
Report date: 06jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a blank display. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse). While troubleshooting, the customer discovered that the user-interface assembly (ui) was a first-generation part, and it was determined that a second-generation ui assembly needed to be replaced to return the device to working condition. The customer's bio-med replaced the ui assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.